Manufacturer narrative:
The approximate age of device: 10 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the patient was expired due cerebral hypoxia. It was reported that the device operated as expected and will not be returned for evaluation. No additional information was provided.

Manufacturer narrative:
The instructions for use lists neurologic dysfunction as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
Investigation conclusion: correction a correlation between the device and the patient¿s expiration cannot be conclusively determined. No product available for investigation. The heartmate 3 lvas IFU lists death as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system.